Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as ¿leak even with the closed catheter." This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event, however the patient was prophylaxis antibiotics as a precaution. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.